Event description:
Dealer is stating that the power switch alarm is not working, and pilot valve is not working.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.